Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events rupture was received on sep 24, 2025, with lot number 577335. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. As per the investigation procedure, creases, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture. This record is for the left side. Device was explanted and replaced.